Event description:
The clinician reported that they inserted the guidewire without any difficulty. When they passed the iab over the guidewire, the guidewire got "hung up" and would not pass the distal end of the bifurcation. They pulled the iab out and passed a new arrow iab over the guidewire. This iab again got "hung up" at the bifurcation but with some manipulation, they were able to pass the iab over the guidewire. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed when eval is completed.